Manufacturer narrative:
Device evaluation: the suspect computer was returned to the manufacturer and evaluation was completed. The computer booted normally to the application screen. It was then possible to load the cranial program multiple times during testing. No errors were found in testing. The reported issue could not be confirmed as no fault was found in the returned computer.

Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently populated on initial MDR.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the cranial application software would not start up. It was reported that the computer would power on and the issue was isolated to the cranial application software. There was no patient present when this issue was identified. No additional information was provided.